Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to open. A field service engineer inspected full-height drawer 6 on the auxiliary cabinet and identified faulty rails. The fse replaced the rails and performed testing in the hardware test application, confirming that the drawer opened and operated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was unable to open. Attempts were made to prompt drawer 6 to open multiple times, but they were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.